Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead pacing impedance had been slowly increasing and had reached a high range. Thresholds were also reported to be rising though capture had not been compromised. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that an alert had triggered since the impedance had risen out of range and the patient was being referred to their electrophysiologist for a future consultation.